Manufacturer narrative:
Manufacturers ref# (B)(4). G4) PMA/510(k): p140016 after investigation, this pr# is considered reportable. Summary of investigational findings: patient underwent tevar (thoracic endovascular aortic repair) for descending thoracic aortic aneurysm. Right access was thrombosed and occluded, so access route was limited to left only, although with high calcification. The access site vessel dilation was performed with a 18fr dilator (gore), the same as the delivery system outer diameter of the device to be used, zta-p-30-109-w1 (complaint device). The diameter of access vessel was reported to be between 6.0 and 6.3mm. Since the dilator of gore passed, zta-p-30-109-w1 was prepared, and was attempted to be delivered, but it did not pass through the calcified area. The physician tried several times, but the way the common iliac artery moved as seen under fluoroscopy, it was expected that a considerable load was placed on the vessel wall, and it was thought that the time spent could have caused complications, so the procedure was stopped. No additional procedures were performed, and the descending thoracic aortic aneurysm remained. Although contrast was performed to check for any complications, there were none, so the patient was in the same condition as before the treatment. The patient will be consulted to decide whether to perform descending replacement through thoracotomy. A preoperative CT (computer tomography) study and a preoperative sizing and planning worksheet were provided and reviewed by an imaging expert. Per the findings in the imaging review ¿there is significant tortuosity of the left common iliac artery (cia)/external iliac artery (eia). Measurements at the calcified left iliac segment show a minimum lumen diameter of 7.7 mm at the distal cia and 6 mm at the proximal eia¿. Per the impressions in the imaging review ¿this is likely due to the severe focal calcification with lumen narrowing at the left iliac bifurcation combined with significant left iliac tortuosity. The proximal left eia has a minimum lumen diameter of 5 to 6 mm on preop imaging, but due to dense circumferential calcification here, the passing of the 18 fr dilator beforehand likely did not improve the lumen diameter¿. Zta-p-30-109-w1 was returned without shipping stylet and evaluated. A few minor superficial scratches were found on the dilator tip and several deep and superficial scratches were found on the sheath. These damages likely occurred during the attempt to introduce the device through narrowed and highly calcified access vessel. Additionally, a single kink was observed on the sheath, which may occur because of resistance during advancement of the device. Review of the device history record gave no indication of the device being produced out of specification. Per the IFU (instruction for use), iliofemoral access vessel size and anatomy (thrombus, calcification and/ or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 16 french (6 mm od) to 20 french (7.7 mm od) vascular introducer sheath. Based on the provided information, device evaluation and imaging review, it is likely that the severe calcification combined with significant tortuosity in left iliac artery led to the inability to advance the device as the proximal left eia had a minimum lumen diameter of 5 to 6 mm and the outer diameter of the sheath is 6.0mm. Additionally, per the finding in the imaging review ¿there is significant tortuosity of the distal ta with a 77-degree angulation just proximal to the aneurysm and another 53-degree angulation distal to the aneurysm¿. Consequently, the severe tortuosity in the distal thoracic aorta is outside the IFU for the zta device. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: patient was to undergo thoracic endovascular aortic repair (tevar) for descending thoracic aortic aneurysm. Because of the highly calcified access route, the access site was bougie with a 18fr dilator (gore/dryseal), the same as the delivery system outer diameter of the device to be used, zta-p-30-109-w1. If it passed, the device was opened and performed, if not, the plan was to withdraw. Since the dilator passed, zta-p-30-109-w1 was opened, air was removed, and the hydrophilic coating was activated, and the device was delivered, but it did not pass through the calcified area. The physician tried several times, but the way the common iliac artery moved as seen under fluoroscopy, it was expected that a considerable load was placed on the vessel wall, and it was thought that the time spent could have caused complications, so the procedure was stopped. No additional procedures were performed and the descending thoracic aortic aneurysm remained. Although contrast was performed to check for any complications, there were none, so the patient was in the same condition as before the treatment. The patient will be consulted to decide whether to perform descending replacement through thoracotomy. Patient outcome: not recovered. Although there was no complication, the descending thoracic aortic aneurysm remained.